Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee which took place in september 2015 (case# FDA-2014-n-0736-1976, awareness date 19-oct-2015) which refers to a female patient who had essure (ess205) (fallopian tube occlusion insert) inserted in 2003. The consumer reported shortly after and, at time of the report, still has, heavy bleeding, bloating, migraines, terrible cramps and pain. She was talked into ablation in 2003; prior to essure she had very light periods and skipped many, this had not been a prior issue. She had pain so severe with the ablation that she had to stay overnight in the hospital. This was followed by an endometrioma shortly after that was removed surgically. Her gynecologist wanted nothing to do with it; she was never given the product card for her essure even after asking several times. She stated she still having pain, heavy bleeding and debilitating migraines. She had a sono (understood as sonogram) that showed uterine scar tissue. The consumer reported she was the first essure procedure of her physician. Company causality comment: this spontaneous and non-medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced heavy bleeding. Then an (endometrial) ablation was performed and during the procedure, she presented pains so severe that she had to stay overnight at the hospital. Shortly thereafter, she also had endometrioma which was removed surgically. These events, seen as genital bleeding, procedural pain and endometriosis respectively, are serious due to hospitalization and required intervention and are listed in the reference safety information for essure, except endometrioma which is unlisted. Although in this case the endometriosis could be an alternative explanation for this bleeding, considering its nature and implied temporal relationship, essure's contributory role for this event cannot be totally excluded. Since the bleeding led to a very painful ablation (required intervention), this case is regarded as incident. No further follow up will be actively pursued since this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Follow-up received on 07-nov-2015. The ptc investigation result was provided. Ptc global number is (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case. No product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The reported medical event(s) are not indicative of a quality deficit per se the technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Company causality comment: this spontaneous and non-medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced heavy bleeding. Then an (endometrial) ablation was performed and during the procedure, she presented pains so severe that she had to stay overnight at the hospital. Shortly thereafter, she also had endometrioma which was removed surgically. These events, seen as genital bleeding, procedural pain and endometriosis respectively, are serious due to hospitalization and required intervention and are listed in the reference safety information for essure, except endometrioma which is unlisted. Although in this case the endometriosis could be an alternative explanation for this bleeding, considering its nature and implied temporal relationship, essure's contributory role for this event cannot be totally excluded. Since the bleeding led to a very painful ablation (required intervention), this case is regarded as incident. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. No further follow up will be actively pursued since this case was identified during health authority website monitoring.